Event description:
A (B)(6) year-old female patient was implanted with a ventriculo-peritoneal derivation to treat a tumoral hydrocephalus, a subdural hygroma and a sellar and suprasellar tumor. The derivation included a complete sophy valve kit, with the valve adjusted on the low operating pressure. Five months after implantation, the user reports three spontaneous deprogramming of the valve with valve adjustment in each case. The patient suffered from a subdural effusion and bradypsychia. The sophy valve was removed and replaced by a polaris valve, set on its lowest operating pressure, which resulted in the stabilization of the patient.

Event description:
A 17-year-old female patient was implanted with a ventriculo-peritoneal derivation to treat a tumoral hydrocephalus, a subdural hygroma and a sellar and suprasellar tumor. The derivation included a complete sophy valve kit, with the valve adjusted on the low operating pressure. Five months after implantation, the user reports three spontaneous deprogramming of the valve with valve adjustment in each case. The patient suffered from a subdural effusion and bradypsychia. The sophy valve was removed and replaced by a polaris valve, set on its lowest operating pressure, which resulted in the stabilization of the patient.

Manufacturer narrative:
The device was returned to our quality department and analyzed following our quality control procedure. The valve was returned in a dry state, with the pre-attached reservoir still in place and a piece of catheter of 10mm stuck on the outlet connector. The inside of the ensemble is quite clean, without any deposits, particles inside or marks on the body. Some black fibers can be seen on the reservoir. This could be explained by the state of return of the device as it was returned in a dry state and not immerged in saline solution as recommended by our IFU. Therefore, we consider that the device is compliant with its visual specifications. Functional controls were performed on the valve in order to evaluate the ability of the device to function as intended. Flushing air and alcohol remains possible and the ball of the valve is not stuck on its seat. We can rule out the possibility of an obstruction. The rotation of the inner mechanism was also tested to verify the ability of the valve to be adjusted upon return and after cleaning the device. The rotation was possible at both moments: the device meets its specification regarding adjustability. Finally, several adjustment tests were performed using a powerful magnet in order to verify whether the operating pressure of the valve could be disturbed. No discrepancy could be observed, the valve meets its specifications regarding pressure setting. In conclusion, the issue faced by the user could not be reproduced under laboratory conditions. According to our quality control the valve meets its specifications.